Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Lead fracture was suspected. A decrease in r wave sensing and loss of capture were also observed. The lead was explanted and replaced.